Event description:
It was reported an over infusion of zosyn. The volume to be infused was 100ml to infuse at a rate of 25ml/hr; however, 100ml infused in forty-five (45) minutes. The zosyn was a routine order and was manually programmed using the guardrails drug library. Sodium chloride (1000/ml) was running on a separate channel & y-sited with the zosyn at a rate of 125 ml/hr. There was patient involvement, but no harm. Additional information provided: per report, customer's engineering ran testing, and the unit performed as it should with no issues or failures.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over-infusion of zosyn (piperacillin-tazobactam) was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility the event occurred on (B)(6) 2025 at 4:30 pm. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. The logs below show the events from (B)(6) 2025 at 4:00 pm, when the unit¿s channel was pressed, until 4:33 pm, when the unit was turned off. At 4:00 pm on (B)(6) 2025, pump module 8100 (s/n (B)(6)) was selected. The unit was programmed with piperacillin/tazo (drug ID 347), with a total dose of 3.38g in 100ml diluent, at a concentration of 0.0338g/ml and an infusion rate of 25ml/hr. The volume to be infused (vtbi) was configured to 100ml. The primary volume infused (pvi) at the start was 390.339ml, reflecting a prior infusion. At 4:31 pm, an air in line alarm was triggered with a pvi of 402.779ml. At 4:33 am, the channel off key was pressed, ending the infusion with a tvi of 402.779ml. The total primary volume infused value from the time the infusion was started at 4:01 pm until the suspect pump module was channeled off was calculated to be 12.44ml. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over-infusion of zosyn (piperacillin-tazobactam) was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Note that this report lists imdrf annex a040502, a0401, c0503, c1604, d08, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of zosyn. The volume to be infused was 100 ml to infuse at a rate of 25 ml/hr; however, 100 ml infused in forty-five (45) minutes. The zosyn was a routine order and was manually programmed using the guardrails drug library. Sodium chloride (1000/ml) was running on a separate channel and y-sited with the zosyn at a rate of 125 ml/hr. There was patient involvement, but no harm. Additional information provided: per report, customer's engineering ran testing, and the unit performed as it should with no issues or failures.